Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump froze once a month for 10-15 mins. The customer blood glucose level was 145 mg/dl. The customer sent pictures of frozen screen via mail. After checking pictures, it was observed that notification light was blinking. Alarm history of insulin pump was checked and they found calibration error and change sensor alarms in history. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and functioning properly. No frozen screen during testing.